Event description:
(B)(6), 2010 the doctor reported a broken series IV step screw and did not indicate surgery to correct. On (B)(6) 2011 we received a database follow up that indicated the surgeon had done an exchange nail procedure (B)(6) 2010 to correct a nonunion. Review of the x-rays shows the nail shifted proximally due to non-union of fracture under full weight bearing which put a shear force on the screw. The exchange nailing was done in 2010 solely to address the issue of nonunion. The breakage is still the screw, not the nail and there is no indication of product defect.